Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called to report that the right eye in one of the consoles was blank. The system logs confirm the high-resolution stereo viewer (hrsv) lost right video output on the surgeon side console 2 (ssc2). The csr had powered off and reseated the blue fiber cables and powered on. The issue persisted after the reset. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse diagnosed the issue with the surgeon side console (ssc) and was able to find a bad blue fiber cable. Fse then proceeded to untangle all blue fibers and reroute them. Fse notified both robotics coordinator (roco) and the clinical sales representative (csr) of the findings with blue fiber cable issue to see if the customer had a spare cable, but none was found. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.